Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information becomes available, the complaint will be reopened to assess the appropriate level of investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews collected data to identify any emerging trends.

Event description:
Report 1 of 2. It was reported while using unknown bd vacutainer tube, a nurse has observed that blood leaks when shaking the tubes after sampling. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported while using unknown bd vacutainer tube, a nurse has observed that blood leaks when shaking the tubes after sampling. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.